Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 3 mm on the non-coronary cusp and 4mm on the left coronary cusp. Immediately following the valve implant, the mean gradient was 15 mmhg. Six months post-implant, an elevated gradient of 36 mmhg was reported. There was no evidence of thrombus or leaflet thickening on the bioprosthetic valve. It was noted that the patient had a sub-annular gradient, left ventricular hypertrophy, and a protruding piece of calcium in the left ventricular outflow tract that were causing the intra-cavity gradient. The patient was currently in heart failure and was reported to be alive. No intervention or treatment was scheduled to address the elevated gradient. No adversepatient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.